Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Therapeutic range: 2-3. Pt self tester was admitted to the hosp due to supratherapeutic inr and acute gi bleed; coumadin held. Final diagnosis: supratherapeutic inr, acute gi bleed. Pt self tester to restart coumadin on (B)(6) 2014. Acute gi bleed due to hemorrhage of colon. Pt received 2 doses of 5 mg vitamin k and 2.5 po vitamin k all together to counteract the supratherapeutic inr. Pt discharged on (B)(6) 2014 after inr was within therapeutic range (inr = 2.33). Discharge condition: stable.

Manufacturer narrative:
It is indicated that the product is not returning for eval; therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the MFR record for the lot did not uncover any non-conformities. Lot meets release specification. Root cause cannot be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.